Event description:
It was reported that the device was used during an unknown procedure. The device had malformed clips. Another device was used to complete the case. There was no consequence to the pt.